Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding unspecified high glucose sensor scan values while the customer was wearing the adc device compared to the hcp meter. On (B)(6) 2022, the customer experienced symptoms of hypoglycemia described as weakness and difficult performing self-functions and was unable to treat themselves. Hcp contact was made, and a glucose test of 35 mg/dl was obtained on the hcp meter with no comparison scan performed. The customer was treated with intravenous glucose for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. A sensor scan of 396 mg/dl compared to an hcp glucose test of 117 mg/dl, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding unspecified high glucose sensor scan values while the customer was wearing the adc device compared to the hcp meter. On 02apr2022, the customer experienced symptoms of hypoglycemia described as weakness and difficult performing self-functions and was unable to treat themselves. Hcp contact was made, and a glucose test of 35 mg/dl was obtained on the hcp meter with no comparison scan performed. The customer was treated with intravenous glucose for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. A sensor scan of 396 mg/dl compared to an hcp glucose test of 117 mg/dl, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.